Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient came to clinic for the normal follow-up and no connection could be established between three different tablets and the implantable neurostimulator (ins). The display showed "searching for device." The patient has good symptom control and a connection with their own handset could be established quickly. The ins is on. Additional information was received from the manufacturer representative (rep) that the troubleshooting session took place yesterday and the device was reset. The issue was resolved.